Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in (B)(6). The patient was receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump. The patient's medical history was unable to be obtained. On approximately (B)(6) 2015, the patient was affected by withdrawal due to a catheter kink. Therefore, an oral treatment was started. There was a discrepancy between the expected volume and the actual volume. This was confirmed by radiography. An oral treatment was started and the patient would be seen by the neurosurgeon when he would return from vacation. The issue was not resolved at the time of this report. The patient's status at the time of this report was "alive- no injury". Surgical intervention had not occurred, but was planned and had not been scheduled. Additional information has been requested, but was not available as of the date of this report. 2015-09-03 email 2015-09-04 05:10 (rep): a company representative reported that the catheter was kinked at 2 places as confirmed by radiography. Oral baclofen was started at a rate of 10 mg three times per day while waiting for the revision to be performed by the physician. The cause of the catheter kink was not determined. The kinked catheter and patient's withdrawal symptoms had not yet been resolved. The patient was receiving lioresal with concentration 500 mcg/ml at a dose rate of 110 mcg/day.